Event description:
A report was received that the patient's ipg was not holding its charge after a non-device related MRI was done. The physician suspected device malfunction due to the MRI. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Event description:
A report was received that the patient's ipg was not holding its charge after a non-device related MRI was done. The physician suspected device malfunction due to the MRI. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Event description:
A report was received that the patient's ipg was not holding its charge after a non-device related MRI was done. The physician suspected device malfunction due to the MRI. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint regarding the stimulation termination was not verified. The stimulation outputs were monitored on a scope for two hours. The outputs were consistent and amplitude/pulse widths were verified to be correct on all electrodes. Throughout the entire failure analysis, the unspecified error code was not observed. The device exhibits normal device characteristics.